Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, the cable connection ECG a to ECG b was pulled from strain relief, pulling the j703 connector off the dn pca. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable.